Event description:
Additional information was received from the patient. It was reported, that the device was adjusted 10 times with no help/pain relief. The patient said, they were going to have gastric bypass surgery to lose weight and help with back pain. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for non-malignant pain and failed back surgery syndrome. The patient stated that their trial device worked great. However, they have not had any therapeutic benefit since being implanted on (B)(6) 2018. No contributing factors were reported. The patient was re-directed to follow-up with their healthcare provider. They indicated that they just moved to (B)(6) and has an appointment with a new pain management physician the day following the report. No further complications were reported or anticipated. Additional information was received from the patient reporting that the patient had their device implanted on (B)(6) 2018 and it was turned on, on (B)(6) 2018. They stated that it never relieved their pain. They stated that they had it adjusted almost every week since. They stated they have had no change. They stated the issue of having a lack of therapeutic benefit was not resolved. They stated they were in a new location and they were seen by a local manufacturer representative (rep) yesterday for another adjustment. They stated they wished that it worked as well as the trial device. They stated that system got right to the origin of their back pain and gave them "a life" for three days. They stated that they wished they never had the trial, as it was a "tease". They stated that if they couldn't get any relief after six months, they would speak to the doctor about having it removed and go back to pain medications and have to retire as they are a (B)(6) and could not work under the influence of pain medications. At this point, they stated they would not as a (B)(6) recommend this device to either a patient or an acquaintance. It was reported that the patient was (B)(6) at the time of the event. Additional information was received from the patient. The patient said that the device has not worked since implant and they were planning on having it removed. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID 977c165 lot# serial# (B)(6) explanted: (B)(6) 2019 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had a lead revision on (B)(6) 2019. Patient stated that he has not had therapeutic effect since date of implant. Patient stated the revision did not give therapeutic effect either. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), product type: lead . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Pt called back again, and restated that they have had no therapeutic effect since implant, and also restated that they had a revision that didn't work. Pt says they will be having the implant removed. Pt wanted to know if the ins and external equipment can be used for another patient. I reviewed the ins cannot be re-implanted in another patients body, but they can give external equipment to hcp if they would like.